Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.